Manufacturer narrative:
The reported event of infection cannot be analyzed via laboratory testing" regardless of whether device has returned. This will preclude the need for doing supplement for product return. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 4. Reference MFR. Report#: 1627487-2016-05281, reference MFR. Report#: 1627487-2016-05282, reference MFR. Report#: 1627487-2016-05283. The patient was implanted with two extensions and two anchors with same lot number. It was reported the patient (B)(6) has a suspected infection. As a result, surgical intervention was undertaken to explant the scs trial leads. Additionally, a culture was taken but the result are not available.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4: reference MFR. Report#: 1627487-2016-05281, reference MFR. Report#: 1627487-2016-05282, reference MFR. Report#: 1627487-2016-05283.follow-up revealed the patient's infection resolved.